Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal tip damaged. The device has the distal tip kinked and distal tip detached at 292cm from the proximal end. The overall length of the device was within specification. The outer diameter (od) of the middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm straight tip v-14 controlwire was advanced to the target lesion. However, during the procedure, the tip of the guide wire broke off at the distal end of the ata as the physician tried to telescope with a v14 guide wire and a non-bsc catheter. The device was removed and the detached tip was then retrieved with a snaring device and a balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery (ata). A 300cm straight tip v-14 controlwire was advanced to the target lesion. However, during the procedure, the tip of the guide wire broke off at the distal end of the ata as the physician tried to telescope with a v14 guide wire and a non-bsc catheter. The device was removed and the detached tip was then retrieved with a snaring device and a balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.